Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during a follow-up. X-ray revealed insulation and externalized conductors. The physician decided to monitor the patient. The patient was in good condition.